Event description:
It was reported that the user experienced a pump pairing failure alert, after which an agent guided the user through rescanning steps and the sensor successfully reconnected, with the system entering a warmup period. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no alarms or alerts following reconnection, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education that resolved the connectivity issue. Investigation of this case revealed a transient communication or pairing error involving the sensor-to-pump connection that resolved with standard rescanning procedures, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption corrected through standard troubleshooting.